Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit experience an e-1, an e-2 and e-3 error message.